Event description:
It was reported to medtronic minimed that the customer reported the pump screen was frozen and the keyboard was unresponsive. The customer received pump error 49 (history pointers failed. The history pointers are corrupted). The customer received pump error 68 (trace pointers are invalid). The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed, and the pump was reset, and the battery was replaced, but the time clock did not advance after inserting a new battery. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1886 was requested, and the customer's response was that the device would not be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box. 2. Section h9 - added battery depletion recall number. Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The retainer ring is solidly attached to the reservoir tube lip. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Did not note any cracks in the battery tube or in the battery threads. The pump was received without a battery cap. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and active current measurement tests; it failed sleep current measurement and self tests. Self test failed because the vibrator failed to vibrate when it was supposed to. No frozen displays were encountered during testing. No stuck buttons, multiple press issues, button response delays, hard-to-press keypad buttons, or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. Finally no unexpected pump error 68s or 49s were noted during testing either. The case was cut open. There is corrosion in/around the following: battery board; pcba1--j6, j5, back of the lcd screen; motor flex cable terminal. In summary, the customer¿s report of a frozen display, an unresponsive keypad button, and pump errors 68 and 49 all were not confirmed during testing. The high sleep current measurement and the lack of vibrations are due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.